Manufacturer narrative:
(B)(4). Age, estimated: reported as 60's. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, 90% stenosed, mid left anterior descending (lad) artery the 2.5 x 15 mm tenku balloon dilatation catheter (bdc) was being inflated once when the balloon ruptured at 6 atmosphere after 10 seconds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.